Event description:
The company's distributor reported a probelm regarding one of their infant ventilators, model IV-100b, in use in paraguay. The distributor noted the manometer was showing 25cmh20 less respiratory pressure than what was actually delivered to the patient. The distributor had returned only the manometer p/n iv303-01a for evaluation. The user facility originally reported the ventilator may have been involved in the death of 3 infants due to pneumothorax.